Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results and error messages (e-2 and e-5). The customer is concerned with test results from results obtained of 411 and 478 mg/dl. Customer was also concerned with meter to meter comparison results of 411 mg/dl using true metrix meter and 63 mg/dl using another device; customer stated the results were obtained pm fasting, one minute apart. The customer¿s expected pm fasting blood glucose test result is below 126 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/31/2023 and test strips were opened two days prior to call. The meter memory was reviewed for previous test result history (only two results provided): (B)(6).

Manufacturer narrative:
Sections with additional information as of 01-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation - customer had returned the incorrect meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.